Event description:
It was reported that an ilet pump displayed a cracked screen with the upper half of the touchscreen unresponsive, preventing access to the menu, cartridge change functions, and notifications; the user noticed the damage during a call and suggested the device might have been bumped while working on a car. Symptoms included no injury. Outcomes included device replacement and planned return of the affected unit. Investigation included customer interview and device replacement with return for evaluation. Investigation of this case revealed a broken or cracked display that impaired touch functionality, with no associated alerts or alarms reported. It was concluded that the device experienced a screen hardware failure.